Event description:
Customer reported he experienced sensor reading discrepancies. Customer stated, he was very excited when he first purchased the system but when he started using it he noticed he could not rely on the sensor. He has issued with receiving false alarms at night and keeping him awake. Customer is not using the sensor feature anymore. The last day he wore the sensor he was at the endocrinologist's office and receiving low alerts every 10 minuted but his blood glucose was over 250 mg/dl. Customer also mentioned he was hospitalized back in (B)(6) 2011 due to his insulin pump not functioning. He thought, he had a bad flu but his blood glucose level was extremely high and he had kidney failure. Nothing further reported. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-04442..